Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided.

Event description:
It was reported that clinician removed collar and torque tested as patient was having pain with implant. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie received one (1) ct3111, (eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length) for evaluation. Visual evaluation evaluation of the as returned product identified no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1266118. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266118 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.